Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a known chronic driveline infection with an onset date of 05oct2022. They were on suppressive intravenous (IV) antibiotics, but without evidence of breakthrough infection, or elevated white blood cells (wbc).